Event description:
Harmonic scalpel failed to work/stopped working during surgery. Dates of use: 2008. Diagnosis: surgery. Ethicon harmonic scalpel coagulating shears generator 300 curved shears -gen04 only- cat no: lcsc1ha size 5mm x 36cm length part no: ethlcsc1ha.